Event description:
(B)(4) had a total hysterectomy on (B)(6) 2016. My left essure coil was visible looking through the fallopian tube from above. Md could see it before any excision. The left coil was eroding away the fallopian tube and was very close to full perforation. The right coil had migrated down toward uterus where very little was left in fallopian tube. Also, the right side had so many adhesions that the ureter was trapped and inadvertently cut during surgery. Md had to get a urologist in the or with me to repair this. Therefore, my laparoscopic surgery turned in to an open surgery. I have a jp drain, a catheter x 10 days, and a stent in my ureter for 6 weeks. My essure was placed (B)(6) 2006, almost 10 years ago. Up until (B)(6) 2015, I was unaware of any problem my essure was causing. My case questions greatly the claim that essure is a "permanent" device.

Event description:
(B)(4). Lost a tooth from root resorption which is rare for adults. Started researching and found potential link with essure which was implanted in me in 2005. Have since developed lower left quadrant abdominal pain. Going next week to have x-rays of all my teeth to assess for further problems and going next week to determine cause of abdominal pain and discuss removal of essure. Also have headaches and fatigue but haven't linked it all together until now. Didn't know nickel is in product when I got it placed. Was told it was titanium. If I had known about the nickel, I probably won't have gotten it. I'm sensitive to nickel. Now I'm concerned I've got a bigger problem going on because of essure.

Event description:
(B)(4). Have been back to my dentist and no current evidence of further root resorption found but my dentist says I am at increased risk now that it has happened to one tooth, it may very well happen to other teeth. My dentist still has no idea what may have caused this. I have very healthy, well cared for teeth. Have since been to my gynecologist. Have had a pelvic/transvaginal ultrasound. Essure coils were visualized in both fallopian tube vicinities. I have 2 fibroids in my uterus which I have known about but now I have bilateral ovarian cysts which is a new finding. I continue to have bilateral lower abdomen/pelvic pain, l and r, which radiates down bilateral thighs into medial aspects of both knees; fatigue; headache which has continued for 3 weeks now; intermittent nausea; bloating; malaise; just don't feel well. I will return to my gynecologist on (B)(6) 2015 to discuss u/s results in detail and to schedule a total hysterectomy with oophorectomy in (B)(6). I am convinced I am feeling the effects of the essure being degraded by my body and will be extremely surprised if my gynecologist doesn't find significant inflammation outside of my fallopian tubes causing me these symptoms. There is no way I am leaving these coils inside my body! I am very concerned about what the byproducts of pet fiber degradation are doing to my body. One of the byproducts is acetaldehyde which causes liver damage and is a known carcinogen! I am very upset that this product is still on the market with all we have learned! I live in (B)(6) and would be more than happy to have different chemical levels drawn from my blood if it would help provide important data for you in assessing the dangers of this medical device. (B)(6).